Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported tear/hole, leak, or inflation issue. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat an occluded lesion in the left circumflex (lcx) . The 2.0x15mm mini trek balloon dilatation catheter (bdc) was prepared per instructions for use (IFU) and there was no difficulty removing the protective sheath. The bdc passed over a guide wire and was attempted to be used for pre-dilatation, however, no balloon expansion was observed under fluoroscopy after it was pressurized. The bdc was removed and tested showing that the shaft was broken with a hole in the middle segment and fluid extravasation. Another mini trek balloon was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.